Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor reported that a patient developed sores under the front ECG electrodes that was bleeding. The ECG electrodes were adjusted so that they didn't interfere with the sores. The next day, the patient fell and was admitted to the hospital with flu-like symptoms. There is no indication that the fall was caused by the lifevest. The patient's medical outcome is unknown.